Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc833650, model: sc-8336-50, serial: (B)(4), batch: 20296614.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure. The explanted device will not be returned.